Manufacturer narrative:
Trackwise # (B)(4). Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 to aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 09/29/2021. An investigation was conducted on 10/13/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Blood and charred material was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw with detachment at the tip. The clear silicone insulation was observed to be intact on both the cold and hot jaws, no visual defects were observed. No electrical testing was conducted due to the damage of the heater wire. No peeled silicone or fiber (from a towel) were returned for evaluation. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed but was not confirmed for the reported failure "particulates".

Event description:
N/a

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came apart. They saw a piece of silicone peeled back and the wire dislodged. At first they thought there was a piece of it in the patient, but it turned out to be a fiber from a towel. Fiber was removed with a forcep. A replacement device was used to complete the procedure. The hospital did not report any patient effects.